Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedances on the left lead all monopolar out of range. C and 3 were at 4470 ohms, c and 2 were at 2030 ohms, case and 1 were at 3827 ohms and c and 0 were at 4807. No known causes were known. No actions. Interventions were taken. The issue was unresolved at the time of the report.